Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed. There was no patient harm reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This MDR represents surgiphor bottle (device 2). Additional mdrs were submitted to represent surgiphor bottle (device 1 and 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, three surgiphor bottles (device 1, 2 and 3) cracked when squeezed. It was said that their thumb went right through the plastic. No patient/user injury reported.

Event description:
As reported, three surgiphor bottles (device 1, 2 and 3) cracked when squeezed. It was said that their thumb went right through the plastic. No patient/user injury reported.

Manufacturer narrative:
It was reported that the surgiphor bottle cracked when squeezed. There was no patient harm reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. This supplemental MDR represents surgiphor bottle (device 2). Additional supplemental mdrs were submitted to represent surgiphor bottle (device 1 and 3). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.